Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right ventricular lead that exhibited a high capture threshold. During repositioning, the helix would not extend or retract and the lead was explanted and replaced. The patient was stable.

Event description:
New information received indicated that the right ventricular lead also exhibited intermittent capture.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.